Manufacturer narrative:
Manufacturer's investigation conclusion. The modular cable (lot number 8368745) was returned for evaluation following the reported event of a driveline power fault alarm on the system monitor. Evaluation of the returned system controller (serial number hsc-115838) determined that the root cause of the reported event was related to an issue on the system controller¿s main printed circuit board (pcb) and was unrelated to the returned modular cable. The returned modular cable was functionally tested and was found to perform as intended, even when the cable was manipulated by hand. The provided log files, and a log file extracted from the controller during testing, were reviewed, and no atypical events regarding the modular cable were observed. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). Review of the device history record for the modular cable, lot number 8368745, showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-02022. It was reported that, during the patient's implantation, a driveline power fault advisory alarm occurred on the system monitor. This occurred after connecting the pump cable to the modular cable. The alarm was not able to be cleared as there was no backup battery installed. The surgeon proceeded to disconnect and reconnect the pump and modular cable to inspect for debris but this did not clear the alarm. The driveline power fault cleared after the system controller and modular cable were exchanged. The driveline power fault alarm was only visual due to the extended silence alarm active during implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.